Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was still having problems with their bladder running a lot and the interstim therapy does not seem to be helping. The patient said it seemed to be working at first and they kept increasing and it would work better for a day or 2 and then get worse again. Whenever they would raise it before patient would feel the little fluttering in the vagina and the rectum. The patient does not feel this anymore but feels a constant vibration near the ins incision. The patient stated that their grandson accidentally kicked patient in the night, but these problems happened some time after that. The patient also asked if amusement park rides could cause the lead to migrate. The patient said the doctor thought patient should troubleshoot with medtronic first before they order additional tests. The patient changed to program 5 during the call and indicated they felt the stimulation sensation in their vagina. The patient was going to maintain stimulation level and will continue to track symptoms. On 2023-06-27, (B)(6): additional information was received from the patient. They patient reported they have not had any problems for a long time, working pretty good for the most part they did not need to use the control equipment for a while but starting 3 weeks or a month ago or so they started having problems again with their bladder running it started at around the same time they fell fast forward in a bent position because they have back problems. Worked with patient to synch with their implanted neurostimulators and patient reported seeing no device found. Patient and their granddaughter repositioned the communicator several times but was unable to get it to connect to the stimulator. Reviewed some general use and function of the handset and communicator and recommended patient let their doctor know about the fall and the return of symptoms. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Other information reported during the call: pt said they have back problems.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.